Event description:
The following information was provided by the cook area representative based on comments made by the user. During a papillotomy, the balloon dilator was advanced through the endoscope and into position. The user noticed the balloon was leaking and water could not be held inside the balloon. Another product was used to finish the procedure. A section of the device did not remain inside the pt¿s body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. A visual examination of the balloon material confirmed that the balloon has been inflated. No visible splits/ruptures were observed in the balloon material. The inflation lumen was observed to be occluded prohibiting inflation. The balloon was cut from the catheter and inflated using a short tube attached to a syringe. A pinhole was observed in the balloon material near the proximal end of the balloon. No section of the balloon material is missing from the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to a balloon material pinhole is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material pinhole can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use also contain the following precaution: ¿the entire eclipse balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation.¿ prior to distribution, 5 pieces from each lot is subjected to a test to ensure device integrity. (For lots smaller than 25 pieces, 2 pieces are tested.) During this test, the outer diameter vs. Pressure is measured/verified. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: this device was used during a papillotomy (dilation of the papilla). The intended use listed in the instructions for use states: ¿this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon. Based on the information provided a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.